Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the smart remote manager was failed. A field service engineer replaced the new latch to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer was failed in refrigerator. The customer reported that the malfunction occurred when user tried to issue medication to patient. There were no adverse events or injuries reported based on this event.